Event description:
It is reported that after using the reamer the hole was oval instead of round. Due to this the surgeon had trouble inserting the baseplate and the glenoid was partially fractured. There was not intervention reported to treat the fracture and it was reported that the baseplate was stable using the required screws.

Manufacturer narrative:
This report will be amended when our investigation is complete.